Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels of 27 mg/dl and 47 mg/dl due to needing settings adjustments. Current settings were no longer appropriate due to a recent gastric bypass surgery. Low bg was addressed by consuming carbohydrates and glucose tablets. Customer declined further assistance from tandem technical support.